Manufacturer narrative:
The reported issue that there was an over infusion of tpn could not be confirmed; no product or device logs were returned for investigation. The alaris pump module was reported being in use for treatment. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time device history: review of the sn (B)(6) service history record showed the device had a manufacture date of 11nov2015. A review of the device service history record was performed beginning from the date of manufacture to the present date 09oct2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that there was an over infusion of tpn. The tpn infusion was initiated on (B)(6) 2020 with a total volume to be infused of 1440mls. The tpn was ordered to infuse at a rate of 60ml/hr for 24 hours; however the infusion completed at 1300 on (B)(6) 2020. This was a completion time of only 16 hours. The tpn pharmacists was notified and a new bag was started by 1445. There was no patient harm, nor medical intervention required as a result of the event.

Manufacturer narrative:
The report of an over infusion of tpn was not confirmed in the logs or reproduced during testing. Pump module (B)(6) was received with instrument seal intact. The right (male) iui was observed with dry fluid residue. The left (female) iui was observed with corrosion and dry fluid residue. Platen assembly, post, hinge, pins, springs, and buttons are all intact and did not interfere with the door operation. Latch sear are installed properly and did not interfere with the door operation. Ail was observed with dry fluid residue. Log analysis: the review of the pcu error log showed no errors or malfunctions on the reported incident date. The review of the pcu event log shows the pcu was powered on. The user selects ¿same patient¿ and same profile (peds critical care). Note: there were no tpn infusion programmed on (B)(6) 2020. The most recent infusion tpn infusion was on (B)(6) 2020. The pcu event log identified tpn-pediatric drug ID (B)(4) was programmed to infuse on pump module s/n (B)(6), on (B)(6) 2020 at 1:06 am. The pump was programmed to infuse tpn at 60ml/hr with a vtbi of 1000ml. The programmed infusion receives a guardrails warning - rate exceed guardrails limit of 40ml/hr. The user responds with a ¿yes¿ and the infusion is started. At 4:46 am, the device alarms for a patient side occlusion. The alarm is silenced, then the infusion is restarted. At 10:49 am, the source device is selected. The user enters ¿delay options¿ and programs a delay for 10 minutes. At 10:52 am, the source device is selected, the programmed delay is canceled, and the infusion is started. At 12:57 am, the source device alarms for ¿air in line¿, the user silences the alarm, the system detects a ¿closed door¿, and the source pump module is channeled off. The calculated volume infused 704.92ml testing: the timed rate accuracy test performed on the source pump module found the device infusing fluid in specification. There were no obvious programming errors. During testing there were no observations of unregulated flow. The incident administration tubing set was not returned and could not be tested. The root cause of the reported tpn over infusion was not identified. Device history: review of the source pump module s/n (B)(6) service history record showed the device was manufactured on 11/11/2015. A review of the device service history record was performed beginning from the date of manufacture to the present date 02/05/2021 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. No production failure records were opened for the source device. The review of complaint history records was performed for the returned source device s/n (B)(6) and did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : device was received for evaluation.

Event description:
It was reported that there was an over infusion of tpn. The tpn infusion was initiated on (B)(6) 2020 with a total volume to be infused of 1440mls. The tpn was ordered to infuse at a rate of 60ml/hr for 24 hours; however the infusion completed at 1300 on (B)(6) 2020. This was a completion time of only 16 hours. The tpn pharmacists was notified and a new bag was started by 1445. There was no patient harm, nor medical intervention required as a result of the event.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation. Although requested, no patient demographics were provided.

Event description:
It was reported that there was an over infusion of tpn. The tpn infusion was initiated on (B)(6) 2020 with a total volume to be infused of 1440mls. The tpn was ordered to infuse at a rate of 60ml/hr for 24 hours; however the infusion completed at 1300 on (B)(6) 2020. This was a completion time of only 16 hours. The tpn pharmacists was notified and a new bag was started by 1445. There was no patient harm, nor medical intervention required as a result of the event.